Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded, that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the lcb (light carrying bundle) broken, the lcb distal cover glass broken, the light guide cable buckled, the suction channel buckled, the control body corroded, the air/water nozzle missing, the remote control body case leak, the insertion flexible tube cut, the root brace rubber (insertion flexible tube) cut, the remote control button(2) cut, and the segment worn out. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.